Manufacturer narrative:
Evaluation summary: the returned intraocular lens was examined and veriied to have signs of hadnling. One haptic was broken in the gusset area (returned) and the optic was torn/split/cracked on a a post of the lens case. Numberous short blue fibers were visible on the lens, inside and outside the well area of the lens case (possibly suture material). While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Upon erturn, the lens was observed to be improperly re-cased by the customer resulting in optic damage. There have been no other complaints received for this lot number. This information is submitted pursuant to 21crf803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an alcon laboratories, inc. Product is defective or has caused serious injury.

Event description:
A nurse from the user facility reports the surgeon did not like the position of the intraocular lens following insertion and decided to removed it. A vitrectomy was performed and another lens model was inserted. Additional information has been requested.